Event description:
Company received report from a biomedical engineer that during routine testing saturation, readings seemed about 4 points higher than on their index 2 simulator. No patient harm reported.

Manufacturer narrative:
The unit has been received and is pending for evaluation.